Event description:
It was reported that during the neurovascular procedure, resistance was encountered advancing the subject stent through the microcatheter. It was observed the subject stent was prematurely detached within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging label returned with the device. During visual inspection, the stent was found to be in its pre-deployed state still in the introducer sheath, the sdw (stent delivery wire) was found to be kinked/bent. The stent was found to be deformed. The stent introducer sheath distal tip was found to be intact. During functional inspection, the system was flushed, but the stent would not advance out of the introducer sheath due to severe friction. The stent was then retracted proximally and deployed on the table. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was not confirmed during the analysis. The reported stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use according to the directions for use, and no damage was noted to the packaging before opening. During preparation and prior to use on the patient, the device was confirmed to be in good condition. A continuous flush was set up and maintained throughout the clinical procedure. In conjunction with the subject device, an microcatheter was used. There was no patient involvement, as the device was not in use on the patient at the time of the event. Additionally, the patient's anatomy was determined to be not tortuous. It was reported that a neuroradiologist introduced a microcatheter, and through it advanced the stent. Upon inserting the stent through the microcatheter, the neuroradiologist reports that the microcatheter has a gap and the shape of the catheter is damaged, as he observes that the stent is self releasing due to the shape. The stent was returned for analysis, and the stent was observed to be in its pre-deployed state, still within the introducer sheath. The sdw was found to be kinked and bent. Additionally, the stent itself was found to be deformed. The distal tip of the stent introducer sheath was confirmed to be intact. It is possible that the introducer sheath was initially set up correctly as reported in the follow-up gfe (good faith effort) replies, but subsequently moved either proximally or distally prior to stent advancement out of the sheath. The reported resistance encountered when the stent had entered the microcatheter suggests that the sheath moved out of position. If it moved distally this could have resulted in crush damage to the sheath tip opening and the stent may become damaged when transferring through the sheath tip. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This resistance in advancing the stent could then lead to the damage noted to the sdw. What is unclear is how the stent sustained the level of damage. The as reported event of stent difficult / unable to advance or pullback through catheter as well as the as analyzed events of sdw kinked/bent, stent deformed and stent difficult/unable to transfer will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed was assigned to the as reported event of stent deployed prematurely during use as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the neurovascular procedure, resistance was encountered advancing the subject stent through the microcatheter. It was observed the subject stent was prematurely detached within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.